Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion and flat creases. Leak test and microscopic analysis was performed which identified: one crack opening and partial delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.